Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is contributed to user neglect / abuse. Prior to the incident (exact date unknown), the patient inadvertently collided with a foreign object and compromised the front left caster fork assembly. This unreported event resulted in improper operation of the fork assembly causing a rotational malfunction, and overtime left untreated caused the caster tire to lock up and induce premature tread wear. Consequently, these damages affected the assembly hardware causing the fork to loosen up and fall off. The patient's husband performed the repairs himself in an effort to allow continued use of the product. The following day the defective fork detached itself again and caused the wheelchair to flip over on top of the patient. The patient sustain some bruising from the incident. The wheelchair was evaluated and damages assessed. The servicing dealer was supplied the necessary spare parts to complete the repair and bring the wheelchair back to factory specifications. The family has been instructed to report damages to the dealer/permobil immediately when they occur and to stop using the product until a thorough evaluation can be done. The family was also informed that unauthorized repairs could make the product dangerous to use and increase the risk of personal injury and property damage, including damage to the wheelchair. The dealer and the customer will be responsible for schedule these pending repairs. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.

Event description:
(B)(6) (husband of end user) reports that front caster wheel and fork fell off ((B)(6)) after wheelchair was recently taken to the servicing dealer for tires. John reinstalled the assembly himself and the very next day ((B)(6)) it happened again. It was reported that this event led to the wheelchair flipping over on top of the patient who was taken to the hospital. Customer was wearing a positional belt. The patient did not receive serious injury and was treated for basic wound care and released same day. The patient sustained some bruising and is still a little sore.